Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stenot component was noted to be already detached from the delivery system and it remained inside th proximal portion of the introducer. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). The proximal coil of the delivery system was noted to be absent from the delivery system. The issue resported in the complaint regarding the stent being automatically released was confirmed since the stent was noted as already separated from the delivery system; based on this condition, the issue regarding a stent being impeded cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. The separated condition of the delivery wire suggest that the delivery wire was pushed or retracted against resistance sufficiently to cause the delivery wire to break and disengage the stent. Therefore, the customer complaint regarding impeding can be confirmed. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9700764. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: - if resistance is met during manipulation, determine the cause of resistance before proceeding. - confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-apr-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo captures the distal end of the delivery wire; the stent can be seen inside the introducer completely detached from the delivery wire. No other damage was observed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9700764. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue regarding the stent being impeded in microcatheter hub cannot be evaluated through the photo provided. However, the issue reported regarding the stent being separated prematurely from the delivery wire was confirmed based on the detached condition noted on the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization, the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 9700764) was impeded in the hub of the concomitant microcatheter and could not be introduced into the microcatheter. The physician retracted only the stent, and the stent was found prematurely detached from the delivery wire in the introducer. The physician replaced the stent to complete the procedure using the same original microcatheter. There was no negative impact on the patient. A photo was included in the complaint. The photo will be reviewed by the product analysis team. On 30-dec-2025, additional information was received. The information confirmed that the procedure was targeting an aneurysm on the anterior communicating artery aneurysm, no significant vascular tortuosity observed. An adequate continuous flush was maintained through the microcatheter. Aside from the reported premature detachment of the stent, there was no damage noted on the stent / stent delivery system. The replacement stent was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200). The information confirmed no negative patient impact and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain product for analysis were unsuccessful. If the product is returned or information provided at a later date, the file will be updated accordingly. This MDR submission also includes the complete UDI of the device. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9700764. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, d.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.